Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited low p-wave amplitude sensing and oversensed a wide qrs complex triggering inappropriate mode switches. Fluoroscopy showed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.